Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection, magnetic test and temperature and impedance test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that it was in good condition. No foreign external material inside the pebax was observed during the analysis. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. The device tip was inspected under a microscope, and the results show that there was a hole on the surface of the pebax section. A manufacturing record evaluation was performed for the finished device number lot 31505757l and no internal action related to the complaint was found during the review. The temperature and magnetic issue reported by the customer could be related to the pebax hole that was found; however, the foreign material could not be confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the pebax hole could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations stated in the carto 3 system manual: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. If magnetic issue was presented: the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. About the pebax damage, the instruction for use (IFU) contains the following warnings and precautions do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. Initially, it was reported that a temperature sensor error (unknown number) was displayed on the ngen system when radiofrequency (rf) was turned on. The carto 3 system displayed a magnetic sensor error 105 when the catheter cable was replaced. The reporter stated that the irrigation was normal but there was blood visible within the tip of the catheter. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. The foreign material (blood), magnetic sensor and temperature sensor issues were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole was observed on the surface of the pebax. This was assessed as MDR reportable with an awareness date of 26-jun-2025.